Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value was not provided. Low bg cause was not known. Customer's husband called paramedics and was taken to the emergency room. Customer was treated with intravenous fluids of saline; treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
(H6) 4121, 3221, 67.